Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 3 patient samples tested for free thyroxine (ft4). The erroneous results were not reported outside of the laboratory. Patient 1 initial ft4 result was 4.25 ng/dl. The repeat result on (B)(6) 2015 was 0.874 ng/dl. Patient 2 ((B)(6) female) initial ft4 result was 5.52 ng/dl. The repeat result on (B)(6) 2015 was 1.30 ng/dl. On (B)(6) 2015 patient 3 ((B)(6) female) initial ft4 result was 4.08 ng/dl. The repeat result was 1.10 ng/dl. None of the patients were adversely affected. The ft4 reagent lot number was 183473. The expiration date was not provided. A measuring cell and pinch tube were exchanged during a preventive maintenance visit on (B)(6) 2015. After this, calibration and quality controls (qc) were acceptable. On (B)(6) 2015 the customer complained of ft4 qc being out of range. The field service engineer (fse) went to the customer site on (B)(6) 2015 and exchanged the measuring cell again. The customer ran calibration and qc and the ft4 qc were out of range. The customer masked the ft4 assay until (B)(6) 2015. On (B)(6) 2015 the customer calibrated the ft4 assay and the signals were low. Qc was within the acceptable range at this time and the instrument was used to run patient samples again. The erroneous results from the 3 patients from this event occurred on (B)(6) 2015. On 08/09/2015 the fse returned and noticed that the sipper was misadjusted. After this adjustment, the ft4 assay calibrated with higher signals and qc was within the acceptable range. The last liquid flow cleaning was performed on 08/04/2015. Based on the available data, the root cause was determined to be the misadjusted sipper. After this service action an analyzer performance check was acceptable and patient samples produced acceptable values.